Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with infection, which occurred 2 days after the sensor had been inserted in the upper buttocks. It was reported that the patient went to the hospital, and they prescribed antibiotics for the skin reaction. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).